Event description:
Nurse attempted to start IV access on a patient using the bd nexiva closed IV catheter system. Patient was a "hard stick" and after nurse placed the catheter in vein and withdrew inner needle, self sealing port did not reseal, allowing flow of blood. IV catheter removed and discarded. Patient required additional stick to start IV.